Event description:
It was reported that drill broke on patient's skull. No patient impact was reported. No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed based on report. No evaluation was performed, as the device was not returned. This is the first complaint for this product/lot combination. No additional information was available on follow-up. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.